Manufacturer narrative:
(B)(4). Date sent 9/11/2024. D4 batch #c9de67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the handle shrouds partially opened, and with four reloads present. The gst60d reloads (b, c, and d) were received with no apparent damage and fully fired. The gst60g reload (e) was received fully fired; upon further inspection, the reload was found to have damaged on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The handle shrouds were removed and were found to be damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photographs were provided showing a device 60mm with a battery pack present, with three fully-fired gold reloads and one fully-fired green reload. It is possible that the damage on the handle shrouds was due to improper handling of the device. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9de67, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a rats case, two firings of lung parenchyma with 60d, and bronchus was dissected with 60g. During bronchus dissection (total three firings), non-formation occurred near the root and tip of the cartridge. Half of type b was formed and half became needle-shaped. The unformed part was removed and additional hand suture was performed to complete the case. Bronchial thickness and stiffness are not particularly abnormal. There were no adverse consequences to the patient. No further information is available.